Event description:
It was reported that the patient underwent a revision of the artificial urinary sphincter (aus) due to incontinence and atrophy. The device was functioning properly. The device was removed and replaced with another double cuff system. There were no additional patient complications.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced incontinence and urethral atrophy. The device was functioning properly. The device was explanted and replaced with another double-cuff system. There were no additional patient complications.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use. Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.